Event description:
Caller states that at routine doctor's appointment, his device read 225mg/dl and the lab result was 113mg/dl. The samples were taken a half hour apart. No treatment was received. No quality controls were used. Requested return of suspect device and rpelacement was sent.